Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal procedure. The issue was noticed upon application of cannulas. The procedure was completed with this leaking trocar. No patient harm confirmed. Additional information has been requested. This is one of two reports being filed for this facility. This report is for the event that occurred on the (B)(6) 2015.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Five opened 25 ga trocar hub/cannula assemblies were received for the report of valved trocars were leaking. The 5 evaluated samples are a combination of samples from the two reports filed for the same facility. The returned samples were visually inspected. Sample 1 was found to be nonconforming with a septum that did not close. Samples 2-5 were found to be nonconforming with damaged septums. For this complaint file, the final customer lot was identified. For this final lot, five 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Four lots had no anomalies found based on the device history record reviews. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots.